Event description:
It was reported that the patient was implanted a durom hip generic on the right side. Since the exact implantation day was not reported, it will be entered at the first day of the month and year reported ((B)(6) 2006). Revision date is planned for (B)(6) 2013 due to unknown reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated a this time. (B)(4).

Manufacturer narrative:
This case was reopened on 07/13/2015 to enter additional information which had been received on 07/11/2015. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 54/48 n. The patient was revised due to loosening and pain.

Manufacturer narrative:
This case was reopened on (B)(6) 2013 to enter additional information which had been received on (B)(6) 2013. (B)(4).

Event description:
The dates of implant and revision surgery have now been reported. Implant date: (B)(6) 2007. Revision date: (B)(6) 2013.